Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation a definitive root cause could not be determined. However is likely that scope blackout during angulation operation occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use which state: important information - please read before use precautions: caution turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image disappeared during angulation in up/down directions due to damage on charged coupled device unit. Additional findings are as follows: adhesive on bending section cover had a chip; control unit was sticky due to water leakage; and connecting tube had a dent. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchovideoscope had a black out when angled. The issue was found during the procedure and it was completed. There were no reports of patient harm.